Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties deploying the foot; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a right common femoral artery closure was attempted after an abdominal aortic aneurysm (aaa) stent implantation using the pre-close technique. The arteriotomy was 6fr. Reportedly, the "rear flap" [foot] was "trapped" and would not deploy when lifting the proglide lever to deploy the foot. Another attempt was made but the foot would not deploy. The proglide device was removed. The sheath was upsized to 7fr and the aaa procedure was completed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained on the use of the proglide device, and reportedly established in the pre-close technique. No additional information was provided.